Event description:
It was reported, that the customer was sleeping in bed. And upon awakening had found the foley catheter lying beside them. The customer examined the catheter and found the balloon had ruptured. The customer then phoned the home care office first thing in the morning, and requested to come in and had same reinserted. As was unable to void. The old catheter was examined, and the ruptured balloon appears to be one unit, no missing pieces noted. No apparent harm reached the patient. The impact of the incident was patient was unable to void. The patient required unexpected or prolonged care.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed and 1 sample was confirmed to exhibit the reported failure. A potential root cause for this event could be "high modulus latex". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer was sleeping in bed and upon awakening had found the foley catheter lying beside them. The customer examined the catheter and found the balloon had ruptured. The customer then phoned the home care office first thing in the morning, and requested to come in and had same reinserted, as was unable to void. The old catheter was examined, and the ruptured balloon appears to be one unit, no missing pieces noted. No apparent harm reached the patient. The impact of the incident was patient was unable to void. The patient required unexpected or prolonged care.